Manufacturer narrative:
(B)(4). Other remarks: for related complaints involving the same patient and event see: MDR #3010532612-2019-00468 and tc #(B)(4). MDR #3010532612-2019-00469 and tc #(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) catheter fiber optic sensor (fos) would not zero. As a result, another iab was used. There was no report of patient complications, serious injury or death. Please note that this complaint is in conjunction with MDR #3010532612-2019-00468 and tc #(B)(4). The iab reported for this complaint MDR #3010532612-2020-00001 was also reported for MDR #3010532612-2019-00468, the iab required to be removed. This report would not be likely to cause or contribute to a death or serious injury. A fiber optic sensor (fos) not connecting cannot in itself cause or contribute to a patient death or serious injury. The fos is a portion of the catheter that monitors the patient's arterial pressure. When the fiber optic pressure signal is not available, the intra-aortic balloon (iab) is still able to be used since an arterial pressure signal is available through the central lumen. Iab therapy continues to the patient uninterrupted. This system does not require the clinician to remove the iab in the event that the fos is lost.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of fos would not zero is confirmed. The fos was returned with a recessed connector; therefore, a light path could not be established between the sensor and the pump. The fiber was found intact and functional. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time. Other remarks: for related complaints involving the same patient and event see: MDR #3010532612-2019-00468 and tc # (B)(4). MDR #3010532612-2019-00469 and tc # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) catheter fiber optic sensor (fos) would not zero. As a result, another iab was used. There was no report of patient complications, serious injury or death. Please note that this complaint is in conjunction with MDR #3010532612-2019-00468 and tc # (B)(4). The iab reported for this complaint MDR #3010532612-2020-00001 was also reported for MDR #3010532612-2019-00468, the iab required to be removed. This report would not be likely to cause or contribute to a death or serious injury. A fiber optic sensor (fos) not connecting cannot in itself cause or contribute to a patient death or serious injury. The fos is a portion of the catheter that monitors the patient's arterial pressure. When the fiber optic pressure signal is not available, the intra-aortic balloon (iab) is still able to be used since an arterial pressure signal is available through the central lumen. Iab therapy continues to the patient uninterrupted. This system does not require the clinician to remove the iab in the event that the fos is lost.